Event description:
It was reported to gyrusacmi that during a surgical procedure they were using a m3-30, eiwe, eris and os-cf25, dac cord, and boston scientific loop. The surgeon heard a popping sound in the working element, about 20 minutes into the procedure he smelled something burning. The surgeon pulled out the scope and the loop was melted into the working element. He said that the dac cord seemed to pull away from the loop and cause sparking.

Manufacturer narrative:
Visual examination of the working element finds charring/carbon deposits on the inside of the actuator block coincident to the area where the dac cord attaches to the electrode. The small stainless steel tubes on the working element have numerous dents. The dac cord shows returned with the working element shows no signs of charring on the connector clip. Note: the electrode was mfg by boston scientific and was returned with the instrument. The electrode returned with the unit is melted at the distal end. This electrode is not recommended to be used with gyrus acmi product. The charring/carbon deposits on the actuator block and electrode were likely caused by an incomplete assembly of the electrode to the active cord. The proper procedure noted in the IFU requires the electrode to be fully inserted until it locks in place, then the cord is to be pushed into the opening and engaged with the side of the electrode tip. If the user assembles the pieces incorrectly by inserting the dac cord first followed by the electrode, the electrode cannot be forced into the jaws of the dac connector and instead is loosely butting against the connector jaws. This situation results in an intermittent connection that produces arcing and sparking between the two pieces. The damage to the steel tube assembly is the result of excessive lateral forces exerted by the user during insertion or extraction from the inner sheath during a procedure and is unrelated to the electrical failure of the device. Damage is due to user error and mishandling.